Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer¿s blood glucose level was 278 mg/dl. Customer declined to prime as her bg had started to decrease while on the phone with tandem technical support and could no longer see air bubbles.